Event description:
It was reported that during a da vinci si myomectomy procedure, the tenaculum forceps instrument would not close. The customer contacted isi technical support for assistant; however, they were unable to remove the instrument from the cannula. According to the information provided by the customer, the patient side manipulator (psm) arm was removed. After the instrument was removed from the patient, the customer noted an unattached wire on the tenaculum forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was pulley damage. There are scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.